Event description:
It was reported that an ilet user experienced hyperglycemia with a peak reading of 262 mg/dl after a missed meal announcement; the user had earlier replaced infusion supplies due to a prior occlusion and confirmed no leaks or kinks while the device continued to deliver small doses, with glucose trending down to 255 mg/dl and subsequently to 134 mg/dl. Investigation included user interview and clinical data review. Further investigation of this case revealed user error related to failure to announce a meal as the likely cause of the hyperglycemia, with device function consistent with expected dosing. Symptoms included no reported clinical manifestations and the user stated feeling fine. Outcomes included transient hyperglycemia that resolved without medical intervention or hospitalization. It was concluded that the event was related to use error rather than a device malfunction, and no further action was required.